Event description:
Incorrect joint behavior - stance phase resistance once too low: joint initially functioned properly after installation. When the user then walked up an incline, the joint suddenly gave way in the middle and the user fell. Joint now in the medical supply store and appointment with technical field service to inspect the assembly on (B)(6).2025. The fall was on (B)(6)2025. Quadriceps rupture: user hospitalized! Surgical fixation of the quadriceps on (B)(6)2025 return of test fitting. Please check the x4 components urgently, as the user fell upwards on the slope and tore off the quadriceps. After an on-site visit by an ottobock technician and our cpo technician, the cause appears to be an unknown setting ("uphill" learning mode) that has not been trained. Instructions for technicians or training documents are not available.

Event description:
Incorrect joint behavior: stance phase resistance once too low: joint initially functioned properly after installation. When the user then walked up an incline, the joint suddenly gave way in the middle and the user fell. Joint now in the medical supply store and appointment with technical field service to inspect the assembly on (B)(6) 2025. The fall was on (B)(6) 2025. Quadriceps rupture: user hospitalized!